Event description:
It was reported that this right ventricular (ra) lead was explanted due to an unknown product experience. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific for further analysis. Additional information indicated that this ra lead exhibited high pacing thresholds. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (ra) lead was explanted due to an unknown product experience. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific for further analysis. Additional information indicated that this ra lead exhibited high pacing thresholds. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific for further analysis. A second additional information indicated that this ra lead was damaged during the extraction. No adverse patient effects were reported. This ra lead is not expected to be returned to boston scientific since it was disposed.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Based on the available information, although no product has been returned, we have determined that the use error factors most probably contributed to the event. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (ra) lead was explanted due to an unknown product experience. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific for further analysis. Additional information indicated that this ra lead exhibited high pacing thresholds. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific for further analysis. A second additional information indicated that this ra lead was damaged during the extraction. No adverse patient effects were reported. This ra lead is not expected to be returned to boston scientific since it was disposed.

Event description:
It was reported that this right ventricular (ra) lead was explanted due to an unknown product experience. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.